Event description:
Right hip replaced with depuy pinnacle hip. Nothing, but pain since surgery. Cannot lay on right side, lower buttocks pain, severe debilitating groin pain that incapacitates me for up to 15 minutes continuously. None of these issues were noticeable prior to surgery. Dates of use: (B)(6) 2009 to present. Diagnosis or reason for use: severe degenerative right joint disease of the hip.